Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer over-estimated carbohydrates during bolus delivery and blood glucose (bg) level decreased (60mg/dl). Customer ate ice cream and drank juice, and bg level improved to 80 mg/dl.